Event description:
The customer reported that phoenix machine pulled too much fluid. The pt treatment was scheduled for 3.5 hours. The pt treatment was initiated at 11:10 a.m. The staff planned to remove 4 kg. The target loss programmed was 4.6 kg., which included 300cc normal saline to be given at the initiation of treatment and 300cc normal saline to be given during rinseback. At 1.5 hour into treatment, it was noted that pt's blood pressure dropped from 159/87 mm/hg to 117/68 mm/hg and the pt complaining of sweating. The head of the chair was lowered. A half hour later the pt was complaining of cramping in the right knee. The pt was given an IV bolus of 10cc of hypertonic saline. During the next half hour, the blood pressure dropped to 80/38 mm/hg. The pt was complaining of cramps in her feet. The staff put the machine into minimum ultrafiltration, which is an ultrafiltration rate of 100gms/hr. The pt completed the scheduled 3.5 hours treatment. Which was a weight loss of 5.3kg. The phoenix machine recorded a fluid removal of 4.2 kg. It was calculated the machine removed 1.7 kg. Too much fluid.